Event description:
It was reported that prior to opening the kit the swg was noted to be kinked. There was no pt involvement. No delay in treatment. No complications or death.

Manufacturer narrative:
(B)(4).